Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages, adjust belt messages, damaged connector) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". Additionally, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The root cause for the open wire and damaged connector was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and that the patient was experiencing check therapy electrode and adjust belt messages.